Event description:
It was reported that this pacemaker system exhibited low amplitude, high pacing thresholds as well as undersensing on the right ventricular (rv) lead channel. No adverse patient effects were reported. This lead remains in service.